Event description:
Information received from the field notes that the patient was admitted to the emergency room with syncope. Interro- gation attempts revealed various battery voltages of 3.27v, 3.13v and 2.88v. Intermittent readings of <250 ohms lead impedance were also noted. The device was subsequently replaced.